Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.

Event description:
Procedure type: inguinal hernia repair. Pt gender: unk. According to the rptr: the surgeon used 1 instrument on the pt and once inflated in pt, it burst, there was no pt injury the surgeon used a second device from the same lot number on the pt and encountered the same problem. Both units were from the same lot number although the first unit was discarded the second one was collected by the product specialist and will be returned to commercial office next week along with 3 unopened units from the same lot number. Procedure type lap inguinal hernia. Nothing fell into the cavity, neither the incision size nor the operative time were extended, and there was no additional bleeding. No pt injury was reported.